Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: right left knob --- leak; up down knob --- leak; light guide rod lens (1x) --- cracked; distal end cap cover -- - scratch; bending section rubber gluing worn out and peel off; key top 1 --- incised, cuts; bending tube --- movement; cds machine soluscope 4. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite many requests to the customer, no non-conforming sampling results were obtained from the customer. The user reported that they sent the subject device to olympus service center for leakage from control section, the device was not contaminated. Based on the results of the investigation, the reported event was not confirmed. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing of the scope. Upon following up with the customer, they stated there was no non-conforming culture and the problem was a handle leaking, so the device could not be disinfected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional information was sent to the customer for clarification to confirm if there was no culture associated with this event and the customer reported that the medical device was not contaminated.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water, and auxiliary washing channel. During manual cleaning, the customer used anyosime 3 detergent and brushes the operating channel, the suction pistons/cylinders, and the operating channel port. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a drying dsc 8000 cabinet, and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.